Event description:
The customer reported having unexplained high blood glucose of 465mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer did not have an extra infusion set and she will call back to continue testing. Days later, the customer called back to report being into the emergency room due to high blood glucose of 290mg/dl. The customer stated that her heart was racing while lying down. The customer stated that she had chest x-rays and EKG done while wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.